Manufacturer narrative:
The complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is 1 of 2 MDR submissions. Reference report: mw5186228. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report which reported the following information: a low glucose reading issue was reported with two freestyle libre 2 plus devices. On the first device, the customer obtained a reading of 52 mg/dl compared to a fingerstick comparison reading of 152 mg/dl. The results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. It is unknown whether the customer noted a trend arrow on the device. The length of wear is unknown. On the second device, the customer obtained a reading of 76 mg/dl compared to a fingerstick comparison reading of 131 mg/dl. No self-treatment or third-party medical treatment was reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death, serious injury, or mistreatment associated with this event.